Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Almost three months post-op, the patient was revised due to a grade 1 anterolisthesis at l4-l5. During the revision surgery, the surgeon noticed that the left l4 set screw was loose and the right l4 pedicle screw was displaced laterally through the pedicle. The surgeon believes that the set screw may have been cross-threaded, possibly contributing to it backing out, resulting in the right l4 pedicle screw displacing through the patient's pedicle. The explanted implants were disposed of, and therefore, could not be evaluated. Based on the information provided, no root causes could be determined. While none of the implants were returned, a general review of the manufacturing and inspection records revealed no additional information. User disposed.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which a loosened set screw was removed. The patient reportedly had a set screw loosen approximately 3 months post-op. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. User disposed.

Event description:
On 01.09.2017 it was reported to k2m, inc. That a revision surgery took place in which a loosened set screw was removed. The patient reportedly had a set screw loosen approximately 3 months post-op. Revision surgery took place (B)(6) 2016.